Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the high impedances was not determined, however a possible extension/wire disconnection was reported. The hcp reported that an x-ray was planned as well as consultations with the manufacturer as interventions to resolve the high impedances. The issue was not resolved yet at the time of the report.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v319140, product type: lead product ID: 3387s-40, lot# va0xv3u. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neurostimulator (ins) for parkinson's dual, dystonia and movement disorders. It was reported that hcp called the rep and stated that impedances were high on the wire that was implanted in the ventral intermediate nucleus (vim) on the left and same on the right. The globus pallidus (gpi) leads implanted in the left and right battery were fine. It was reported possible patient falls could have contributed or may have led to the high impedance issue. No interventions/actions were taken to resolve the issue. The patient was receiving therapy from the gpi leads. Impedances were high on each left and right battery that was attached to vim. Both leads that were located for the gpi were ok. No surgical interventions occurred or were planned. The issue was not resolved at the time of the report. It was noted that the physician was ordering an x-ray of the patient's system. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.